Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. An error in the motor was detected by reading unexpected value from hall sensor. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The customer will discontinue use of the device..

Event description:
The device was retuned for analysis.

Manufacturer narrative:
Customer returned device for alleged device error found on august 10, 2022. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The device failed the self test due to absence of vibration. Test p-cap and reservoir locked properly into the reservoir compartment. No device error was noted during testing. Successfully downloaded device history files and traces using thump software. Device alarmed a device error in the device history files and traces on the event date of august 11, 2022 at 05:49:10.000 or 5:49:10 am. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, battery tube threads - cracked, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, and corroded battery tube. Device error alarm was confirmed in the device history files and traces on the event date of august 11, 2022 at 05:49:10.000 or 5:49:10 am due to moisture damage on the motor flex cable. Vibration anomaly was confirmed due to moisture damage on the vibrating motor. Moisture damage was confirmed found in the battery tube, vibrating motor, electrical board 1, electrical board 2, lithium battery, keypad flex connector, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.